Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was in a vehicle accident and was thrown from vehicle due to low blood glucose. Customer's blood glucose at the time of incident was unknown, but customer's blood glucose at the emergency room was 109 mg/dl. It was reported that insulin pump display screen was damaged and was not working. Customer was unsure of status of drive support cap. After troubleshooting, customer was advised that insulin pump would need to be replaced.